Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve, diaphragmatic, and pocket stimulation from the right ventricular (rv) lead dislodgement. The lead was noted with high thresholds, no capture, undersensing, and no r-waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.